Event description:
Device malfunction: unk. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a radiology technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip was deployed without incident; however hemostasis was not achieved. The device was removed and hemostasis was achieved using manual compression. There were no reported pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.